Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely as it exhibited error code 1003 that is indicative that voltage was too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device has been explanted and received for analysis. Device analysis is currently pending. No adverse patient effects were reported.

Manufacturer narrative:
Additional MFR narrative the product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely as it exhibited error code 1003 that is indicative that voltage was too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely as it exhibited error code 1003 that is indicative that voltage was too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device has been explanted and received for analysis. Device analysis is currently pending. If there is any further relevant information from the review, a supplemental report will be filed. No adverse patient effects were reported. The device has been analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed the device had recorded a code 1003. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. Current draw was confirmed to be normal. The battery was forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.